Event description:
It was reported that the patient was receiving intrathecal dilaudid and experienced increased back and leg pain. During the catheter replacement procedure, a "black matter" was found to be clogging the distal holes in the catheter. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.